Event description:
It was reported that a patient¿s caregiver stated that two cartridges had leaked inside the ilet on separate occasions. The patient had filled each cartridge with approximately 150 units of insulin before the leakage occurred. Both cartridges had been discarded and were not available for return. The caregiver noted that the cartridges had arrived from the supplier in a clear plastic bag rather than a boxed package. Although the additional supplies were unlabeled, the lot number was obtained from the individually wrapped cartridges. The leakage occurred during the fill-tubing process while supplies were being changed, and neither event affected the patient¿s blood glucose. The patient indicated that they had sufficient supplies and did not require replacements. The reported lot number was 30606. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.